Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6943 implantable tachy lead, (B)(6) 1999; 6940 implantable tachy lead, (B)(6) 1999; 5071 implantable pacing lead, (B)(6) 2003. Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).